Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation as they remain in use. Six (6) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of (B)(6) revealed marks on the connectors due to attempts of mating with the controller connector. This is an additional finding not related to the reported event and likely due to the handling of the device. The observed marks did not prevent the batteries from performing proper mating and locking to the power ports of the test controller. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Additionally, internal inspection of the batteries did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6), as well as instances of momentary disconnections that did not lead to premature power switching events involving (B)(6). The associated batteries had been lubricated prior to release. Review of the controller log files revealed four (4) controller power-up events, with associated motor start events, logged on (B)(6) 2025 at 07:17:13, on (B)(6) 2025 at 11:04:34 and at 23:35:34, and on (B)(6) 2025 at 06:45:01. The controller was without power for nine (9) seconds, nine (9) seconds, eleven (11) seconds, and eight (8) seconds, respectively. Momentary disconnections were recorded leading up to the losses of power. Review of the alarm log file revealed two (2) low flow alarms logged on (B)(6) 2025 at 05:48:08 and at 05:53:26. Additionally, log file analysis revealed motor start events recorded on (B)(6) 2025 at 16:17:28, (B)(6) 2025 at 07:17:18, and (B)(6) 2025 at 11:04:43, in which the motor start parameters were atypical. It is likely that the observed power switching events were perceived as the reported battery connection issues. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow c annula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to a momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed (B)(6) fall in scope of this CAPA. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the damaged connectors can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Additional products: d1: heartware ventricular assist system - battery d4 serial # : (B)(6) d9: yes, return date: 08-sep-2025 h3: yes h5: no d1: heartware ventricular assist system - battery d4 serial #: (B)(6) d9: yes, return date: 08-sep-2025 h3: yes h5: no d1: heartware ventricular assist system - battery d4 serial #: (B)(6) d9: yes, return date: 08-sep-2025 h3: yes h5: no d1: heartware ventricular assist system - battery d4 serial #: (B)(6) d9: yes, return date: 02-oct-2025 h3: yes h5: no d1: heartware ventricular assist system - battery d4 serial: (B)(6) d9: yes, return date: 08-sep-2025 h3: yes h5: no d1: heartware ventricular assist system - battery d4 serial: (B)(6) d9: yes, return date: 08-sep-2025 h3: yes h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4 serial: (B)(6) d9: no h3: yes h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 17-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 18-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 19-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 25-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 25-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 16-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 23-may-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that six batteries were associated with unspecified connection issues. Review of log file data revealed that the controller had exhibited multiple losses of power. Log file data also showed that the ventricular assist device (vad) exhibited low flow alarms and motor start events with starting parameters outside of the typical range. The vad and controller remain in use. The batteries were replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the losses of power (lop) appeared to be double disconnected but patient stated battery was attached. Unable to determine if this is a battery, controller or patient issue.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.